Manufacturer narrative:
(B)(4). The report that of a kinked sheath was confirmed through complaint investigation. Visual analysis revealed two major kinks along the sheath body. When inside the pouch, these kinks lined-up with crease marks on the outer pouch. Despite the damage, the sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the appearance of the kinking seems consistent with damage due to improper storage/shipping; however, it is unknown if this kinking occurred before or after the pouch was stapled by the customer. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found a kink in the sheath dilator. So the md opened up the new kit to finish the procedure"

Event description:
It was reported that "during the procedure according to IFU, the md found a kink in the sheath dilator. So the md opened up the new kit to finish the procedure"

Manufacturer narrative:
Qn#(B)(4). The report that of a kinked sheath was confirmed through complaint investigation. Visual analysis revealed two major kinks along the sheath body. When inside the pouch, these kinks lined-up with crease marks on the outer pouch. Despite the damage, the sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the appearance of the kinking seems consistent with damage due to improper storage/shipping; however, it is unknown if this kinking occurred before or after the pouch was stapled by the customer. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.